Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating an invasive procedure was performed. The rate/sense portion of the lead was surgically abandoned and replaced. The shock portion remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this lead remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable defibrillation lead was oversensing atrial events. There was a concern the lead had dislodged and boston scientific technical services (ts) recommended obtaining an x-ray to assess the lead position. No adverse patient effects were reported.